Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation, device not sitting the same and feels different, and migraines. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side deflation and "experiencing the events of ¿feels hard, firm¿, ¿migraines¿, and ¿frequent urination¿. Device remains implanted.